Manufacturer narrative:
Product was not returned for evaluation. No photos or product were received; therefore, the condition of the components is unknown. These devices are used for treatment. A complaint history search identified no other complaint for the reported part/lot combination. Compatibility of implanted components was conducted and identified that all components involved in this case are compatible. Surgical notes and x-rays were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based on the investigation, a definitive root cause cannot be identified with the information provided. Device was not returned.

Event description:
It is reported that the patient was revised due to left knee pain.